Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving unspecified "inaccurate" readings on her adc blood glucose meter. Customer further reported she "got sick and went to hospital for 2 days" where she was treated with insulin. No further information was provided by the customer as she declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed on the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the preicsion xceed meter was reviewed and the DHR showed the meter passed all tests prior to release. DHR for the precision strips were reviewed and the DHR showed the precision strips passed all tests before release. As the strip lot associated with this case was past its expiry date of (B)(6) 2017 at the time of investigation, retain testing was not performed. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving unspecified "inaccurate" readings on her adc blood glucose meter. Customer further reported she "got sick and went to hospital for 2 days" where she was treated with insulin. No further information was provided by the customer as she declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.